Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) device and lead system were intermittently oversensing resulting in the generation of nonsustained epsiodes and pacing inhibition.